Event description:
Tested positive for covid 19 with the use of our bd veritor antigen kit. Employee did a follow up pcr test at her clinic within 24 hours and the result was negative for covid 19. Bd veritor antigen kit ref 256082, lot#0220417, kit #256066. FDA safety report ID# (B)(4).